Manufacturer narrative:
The screw was returned and visually inspected to confirm the failure mode outlined in the description of the complaint. The set screw engagement threads of the screw tulip were deformed, but the internal washer was not dislocated. The root cause could not be definitely determined. The screw tulip was likely damaged by multiple attempts to lock down the set screw. Intraoperative warnings: breakage, slippage, or misuse of instruments or implant components may cause injury to the patient or operative personnel. Implants and components should not be bent, reshaped, contoured, or otherwise modified. Use great care to ensure that the implant surfaces are not scratched or notched.

Event description:
On 23 mar 2026 seaspine/orthofix was made aware of a 45-minute surgical delay involving the mariner deformity spinal system. Per the reporter, the surgeon had trouble seating the final left l4 set screw into a uniplanar extended tab screw. Additionally, the reducers could not reduce the rod fully and disconnected from the tulip. Ultimately the screw and set screw were removed and replaced and the case was successfully completed. This report is for the associated screw.